Manufacturer narrative:
The field service engineer (fse) was at the customer site and replaced the sampling pipette (probe replaced) with a new one and completed the alignments for all pipette's positions.. The system was operational. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported ca failing bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.